Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system experienced an issue with adding medication to the profile. A technical support specialist stated that the medication dosage of 2mg was not assigned in the system. The tss mentioned that the pharmacy will need to profile the medication with what is available in the pharmacy. The system functioned as intended after the issue was resolved.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank mini, the system experienced issue with adding medication to the profile. The customer reported that the lorazepam 2mg is not assigned, also the medication needs "high alert" permissions but the user has only "general" permissions for adding medication. There were no adverse events or injuries reported based on this event.